Event description:
The doctor was doing a holep, helium laser enucleation of the prostate due to benign prostatic hyperplasia with obstruction. The fiber was intact when the doctor passed the device off the surgical field. It was not being used on the patient when a crack was noted in the fiber and it would not fire. The laser shocked the nurse's fingers when she was attempting to see if it would fire.